Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317700 model: sc-2317-70 serial: (B)(6). Batch: 7075876. Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 27415033.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent lead replacement procedure. During the procedure, when attempting to remove the second lead, two contacts remain in the patients body. The patient was doing well postoperatively. The rest of the existing leads were removed will not be returned per facility policy.

Manufacturer narrative:
Sc-2317-70 (sn (B)(6)). The returned lead was analyzed and visual inspection revealed that it was cleanly cut into two pieces approximately 55 cm from the distal end and the proximal portion of the lead was not returned. With all the available information, boston scientific concludes that the reported event was not confirmed. The clean-cut damage was a result of a typical explant procedure, and it is not considered a failure.

Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent lead replacement procedure. During the procedure, when attempting to remove the second lead, two contacts remain in the patients body. The patient was doing well postoperatively. The rest of the existing leads were removed and will not be returned per facility policy.